Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced over delivery anomaly, unconscious and hypoglycemia. The customer reported blood glucose value of 2.0 mmol/l. The customer reported hypoglycemia and loss of consciousness were treated with glucose/carb intake, emergency medical service/ambulance/emergency room visit. The event involved product(s) mmt-1885. Troubleshooting was performed. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Customer returned pump for an alleged possible over delivery anomaly and called ambulance for low bgs/loss of consciousness found on 15-jan-2025 (per ss event date). However, as per customer's note: customer returned pump for an alleged possible over delivery anomaly and called ambulance for low bgs/loss of consciousness found on 16-jan-2025. On svn#: (B)(6)- customer returned pump for an alleged called ambulance for low bgs/loss of consciousness found on 16-jan-2025 (per ss event date). However, as per customer's note: customer returned pump for an alleged called ambulance for low bgs/loss of consciousness found on 31-dec-2024 (end of dec). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08775 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) ss event date of 15-jan-2025 and customer's event date of 16-jan-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) event date of 31-dec-2024, there is no unexpected alarms/suspends recorded in the formatted history file. On the primary svn#: (B)(6) ss event date of 15-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 50250 (5.025 u) and dailytotalofbolusinsulindelivered = 253500 (25.35 u) which is equal to the dailytotalofallinsulindelivered = 303750 (30.375 u). All bolus/basal were delivered in auto mode/manual mode. On the primary svn#: (B)(6) customer's event date of 16-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 65500 (6.55 u) and dailytotalofbolusinsulindelivered = 287500 (28.75 u) which is equal to the dailytotalofallinsulindelivered = 353000 (35.3 u). All bolus/basal were delivered in auto mode/manual mode. On the related svn#: (B)(6) event date of 31-dec-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 58250 (5.825 u) and dailytotalofbolusinsulindelivered = 377750 (37.775 u) which is equal to the dailytotalofallinsulindelivered = 436000 (43.6 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: 000318986196 ss event date of 15-jan-2025, customer's event date of 16-jan-2025 and related svn#: 000318986329 event date of 31-dec-2024, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 12/25/2024 08:29:00.000 01/15/2025 08:34:00.000 lostsensor2alert (781) was found on: 12/25/2024 08:45:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 01/14/2025 11:03:00.000 01/14/2025 11:09:00.000 insert battery alarm was found on: 01/14/2025 11:07:38.000 01/14/2025 11:19:13.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 16-jan-2025 at 5:47:59 am. There was no power data available for the date of 14-jan-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Pump error 41 alarm and pump error 43 alarm (file number: 121 121 line number: 589 713) were found on: 01/12/2025 19:46:51.000 pump error 41 alarm and pump error 43 alarm (file number: 121 121 line number: 589 713) were confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.00 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. However, pump error 41 alarm and pump error 43 alarm (file number: 121 121 line number: 589 713) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.